Event description:
It was reported that water leaked from the inflation valve. During pretest, when injected water from the syringe, the water did not enter the catheter and leaked.

Manufacturer narrative:
The reported event was confirmed as supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured by hanscent. Further investigation is documented. A potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier ¿ hanscent. All processes within hanscent were under control and no deformation and leakage were found in production retain samples, inventory, and simulation production products, no leakage record in DHR. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event is understood, characterized, and confirmed as unrelated to the labeling issue. It was confirmed related to a supplier, therefore labeling review is not required for this reported event. Corrections: d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the inflation valve. During pretest, when injected water from the syringe, the water did not enter the catheter and leaked.